Event description:
It was reported that during the disinfection process of an ak 96 machine, a water leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation it was observed that the conductivity acetic connector pipeline was disconnected and there was a water leakage. The reported condition was verified. To resolve the issue, the qualified technician reconnected the pipeline. A self-check was performed, and no further issues were noted. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.